Event description:
The patient reportedly had multiple open electrodes and experienced decrease in performance. Testing of the device confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.